Event description:
(B)(4). I couldn't put the exact date. But I started having trouble around (B)(6) last year 2015. I have been getting headaches, severe stomach cramps even when it's not time for my period, back pain, very tired a lot. I am nothing like I used to be. It hurts whenever I have intercourse with my husband also. I go to the doctor friday (B)(6) 2016. Going to talk with my doctor about getting the essure removed. And I have had cancer cells right before I had the essure well about a year or so before. I just want to be myself again. I feel so drained most of the time and I can't even sleep at night because it feels like something is stabbing me in my stomach.